Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. A real time review of the data did not identify any recent ventricular tachycardia (vt) meioses or shock delivery. Three rythmiq events were noted on the transmission and ten have occurred over the past three days with total events of over sixteen thousand. The patient is only paced in the ventricle 3%. The source of the reported clinical observations was not identified and the boston scientific representative could not provide any further details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event and possible shock therapy. No adverse patient effects were reported.